Event description:
According to available information, this device had a burst. The balloon burst after being inflated with less than 50 ml of sterile water. No other adverse patient effects were reported.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. This complaint was captured on manufacturer report 9610711-2023-00093.

Manufacturer narrative:
We have been informed about a defect product, balloon burst on a prostatic product. According to the complaint description lot number is available. After receiving this complaint, we searched for other complaints and found four other complaints regarding the lot number 8931552. Checking the quality databases revealed one non-conformity in relation to the described defect and a corrective and preventive action are ongoing. We received a documentary investigation from our subcontractor. During manufacturing process inflation and watertightness test were performed and conformed. Many issues concerning raw material's balloon defect were communicated. The issue of defect silicone balloon could come from various causes. In this case, we cannot identify any specific root cause because the information provided is insufficient to do so.